Event description:
The patient reported that the device had been explanted due to an infection located "at the battery pack." The patient anticipated a non-medtronic device would be placed soon. No product has been received for analysis. Additional information has been requested from the physician.

Manufacturer narrative:
.